Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2012; explant date (B)(6) 2024 brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2012; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During implantable neurostimulator (ins) removal, surgeon noted that one of the 37086 extensions was heavily scarred in and could not be removed from the header today. Therefore, that extension was removed along with the ins today. Surgeon was able to remove the 2nd extension from ins with no issues. The patient (pt) will be scheduled for another surgery to implant a new extension. Ins was being removed due to charging frequency due to multiple overdischarge events which made charging too burdensome for the patient. Lot # of 37086 unknown at time of call. The healthcare provider (hcp) put in boston ins and is asking rep about using sensight extension with legacy lead. Tech services (tss) discussed consideration and on-label use of options available.